Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep was not able to duplicate the uncontrolled exposure. He replaced the gib. The system was rebooted and operates as intended.

Event description:
It was reported that the lift column on the 9900 system would not go down until up was engaged then it would not go down. Also, during a case exposure, the button was pushed and no image appeared. When the button was released, the system started to fluoro for approximately 3 seconds with beep, light and live image. The first 2 seconds of uncontrolled exposure image on the monitor was fine and the last second image went black and the system stopped exposure. The system was rebooted and operated as intended. No patient injury was reported.